Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant the pulse generator exhibited loss of capture. The device was removed and replaced.